Event description:
Boston scientific received information that during a routine follow up visit, this (rv) lead exhibited pacing impedances greater than 2000 ohms. It was noted that this patient has a implantable cardioverter defibrillator (ICD) implanted (serial number is unknown at this time) on a few years ago on the left side,however this device has never delivered any therapy. Therefore, the patient underwent a routine implant procedure and a competitor cardiac resynchronization therapy pacemaker (crt-p) was implanted on the right side of the patient. (B)(6) week(s) post implant the patient experienced a ventricular fibrillation (vf) episode, which was successfully treated by the crt-p. Therapy was not inappropriate and therapy was not exhausted. A rv lead issue was suspected as the device has only been implanted for (B)(6) week(s). A clinician confirmed that all other measurements were stable and within normal range. A boston scientific technical services (ts) agent was contacted. No adverse patient effects were reported.

Manufacturer narrative:
At this time the competitor cardiac resynchronization therapy pacemaker (crt-p), implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain implanted. A boston scientific technical services (ts) agent discussed that lead integrity testing needed to be completed to check the high pacing impedances. It was also noted that, the dedicated rv lead for the crt-p device need to be correctly positioned. If too close, the leads can be in contact during heart contraction and induce artificial signal which may be oversensed by both devices. This may lead to inappropriate tachy therapy delivery by the ICD and to inappropriate lack of pacing for the crt-p device. Please test different pacing outputs for both rv and lv leads and check the effect on the rv sensing channel of the ICD. Ts advised to only have one crt-d implanted instead of having two independent systems as this is off label use. A final report will be sent after information is received from the field on the lead integrity tests.